Event description:
The patient's friend/family member reported stimulation in the wrong location. There was tingling in the patient's foot and leg when increasing stimulation in order to feel stimulation. It was confirmed with the patient programmer that the therapy was turned on. The patient's friend/family member reported that the patient was a trial patient and received "4 wires." The change in therapy/symptoms was reported to be sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.